Event description:
During an open repair of a recurrent paramedial incisional hernia on a pt (2004) who was previously (2003) implanted with a parietex composite mesh, small bowel adhesions to the mesh were observed. During the adhesiolysis procedure, an undiagnosed intestinal perforation occurred. On day 1, the pt has been reoperated to treat the developed fistula. The pt needed 3 weeks in the ICU to recover. The pt was finally discharged 2 months after the initial procedure.